Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needle was missing the expiration date on the box. The following information was provided by the initial reporter: material no. 320109 batch no. 7095635. It was reported that there is no expiration date on the box.

Event description:
It was reported that bd ultra fine¿ pen needle was missing the expiration date on the box. The following information was provided by the initial reporter: material no. 320109 batch no. 7095635 it was reported that there is no expiration date on the box..

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.